Event description:
It was reported that after the procedure the physician saw a char at the proximal end of the distal electrode. The physician sent the catheter to the pathology for analysis. Multiple attempts were done to request for further details of the event. However no additional information has been provided.

Manufacturer narrative:
(B)(4).